Event description:
It was reported that the ventilator had a patient occlude error. There was no patient involvement. The service provider (sp) inspected the device and found the issue to be with the blower. The sp replaced the blower assembly to address the issue and the unit was found to be working.